Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported a severe blood leak in the last 8 minutes of patient treatment. Blood entered the dialysate line they could not give the patient back their blood. Upon follow-up, the pct stated a dialyzer blood leak occurred approximately three hours and fifty-two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed within the dialyzer connector line. The machine, a fresenius 5008x, alarmed appropriately with a "severe blood leak" alert. Blood test strips were not used as the blood was visually noted in the fresenius bloodlines. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned following the event. The estimated blood loss (ebl) was not specified, as the pct indicated the dialyzer label stated it held 102ml and the 5008x hemodialysis tubing set was 300mm in length and 8mm in diameter and there was also blood in the dialyzer connector line. The patient was asymptomatic; the doctor had the patient administered 250cc normal saline and then discharged. Treatment was terminated and staff didn't resume treatment per patient's instruction because there was only 8 minutes remaining. The sample was available to be returned for manufacturer evaluation.